Event description:
The customer received an erroneous result for one patient urine sample tested for total protein in urine/cerebrospinal fluid (u/csf tp). The sample initially resulted as 0.4 mg/dl and was reported outside of the laboratory as <6.0 mg/dl. This result was questioned by the doctor who then requested the sample to be repeated. The sample was repeated on (B)(6) 2012 resulting as 265.0 mg/dl accompanied by a data flag. The sample was automatically repeated by the analyzer for a second time on (B)(6) 2012 at a decreased sample volume resulting as 289.2 mg/dl. The customer then manually diluted the sample at a x5 dilution for a third repeat on (B)(6) 2012 and it resulted as 278.0 mg/dl. The customer believed the value of 278.0 mg/dl to be correct. The patient was not adversely affected by the event. The u/csf tp reagent lot number was 64699401 with an expiration date of 10/31/2012. The field service representative could not determine a cause. He checked the gear pump pressure and it was at the correct level. He checked the rinse mechanisms and confirmed they were filling and cleaning correctly. He checked the sample probe and seal, checked the reagent probes, and checked the stirrer height, and checked probe adjustments; all were ok. He ran a precision and this was ok. The field application specialist reviewed calibrations and quality control from both before and after the event; these were acceptable. She also reviewed patient results and technical limits entered in the software. She performed precision studies using quality control material and this was within specifications. After discussions with the customer, the specialist found that when the customer pours urine samples into greiner white top tubes, the samples often have bubbles at the top. This particular patient sample was in a greiner white top tube. The technologists at the site often have to remove bubbles from the samples before placing these on the analyzer. The sample in question, however, was not available for observation.

Manufacturer narrative:
The specific root cause could not be determined conclusively as reaction kinetic data was not available. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.